Event description:
On (B)(6) 2009, the patient reported that when her insulin infusion device catches on something or is dropped, the infusion set connector disconnects completely from her site location. She said this has only happened with her current box of infusion sets. She discarded the sets at issue. She stated the infusion sets have not been exposed to water or extreme temperatures. Courtesy infusion sets were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.